Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump failed to pass the self-test due to pump error 75 occurring during testing. P-cap locked into place properly. Pump was successfully downloaded with thus. Pump error 75 occurred on (B)(6)2024 08:58 in history file. Pump was cut open to perform visual inspection and found moisture damage at electronic stack, force sensor, vibration harness assembly, keypad flex cable pins, and motor pins. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked end cap, cracked case, scratched case, missing display window cover, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage. Exposed to moisture is confirmed at the electronic stack, force sensor, vibration harness assembly, keypad flex cable pins, and motor pins. Pump error 75 is confirmed due to occurring during testing and moisture damage on the electronic stack. Cosmetic damage is confirmed at the unspecified area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump and pump was exposed to water. The event involved products mmt-1780kpk. Troubleshooting was performed. The customer reported no adverse event. The customer dis-continue the use of the device. Mmt-1780kpk was returned for analysis.